Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedance. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention to address the issue, during which the lead was explanted and replaced.